Event description:
An unspecified failure was reported to have occurred on the homechoice device. It is unknown when this failure occurred or whether or not a patient was involved, though no patient injury or medical intervention was reported. No additional information was reported.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. The reported event was unknown; therefore the device logs could not verify the reported event. There were no registered therapies on the occurrence date; however, the event log registered a system error 2117. The sample evaluation determined the cause of the system error 2117 was due to the digital board. The digital board was changed, after which functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions were found with the device. Should additional relevant information become available, a supplemental report will be submitted.